Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered an alert for a single low out of range (oor) pacing impedance measurement of 0 ohms, however a follow-up transmission indicated that pacing impedance values had since returned to normal limits. The device remains in use. No patient complications have been reported as a result of this event.